Event description:
While reviewing device tracking info, MFR became aware of an ncp system replacement surgery less than two months after an apparent end of service generator replacement surgery had occurred. Both the pulse generator and the bipolar lead were replaced less than two months after the pt had undergone generator replacement surgery. The reason for ncp system replacement surgery is not known.